Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. No blood glucose values were reported. It was stated that prior to hospitalization, a no delivery alarm occurred the day before but, the customer did not change infusion set and reservoir. Troubleshooting was performed and the insulin pump passed all the required tests. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.